Event description:
I had my right breast removed by dr (B)(6) and several surgery and the following product was used: mastisol was used and caused alleged reaction which made the wound itch which it was trying to heal. I already was experiencing pain and this was extremely harmful to me and my body please investigate this product to ensure that it is supposed to be used on pts and I did not authorize an experimental medicine to be used on my body as this is legal and this is according to united states federal administration and united states federal regulations and all misconduct and mismanagement found all individuals involved to be convicted according to united states federal regulations.